Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2017. On (B)(6) 2017, support shipped a loaner system to the account. The account's system was returned to merge for further evaluation. The software version was upgraded and a new usb card was installed. The system was shipped back to the account on (B)(6) 2017. Additional information was received from the account on (B)(6) 2017. According to the information received, the issue is now resolved. No direct patient harm was reported. Updated contact office - name/address/contact person. Evaluation codes: (patient and device codes are left blank if they were included in the initial report) . Method: actual device evaluated. Results: software problem 3227: power source problem. Conclusions: 4315.

Manufacturer narrative:
According to information received from the support department, the hard drives have been replaced by the manufacturer of the computer. It is unknown at this time what repairs are needed to resolve the issue. Merge healthcare continues to work with the customer to investigate the issue in order to ensure that the customer's issue is resolved.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information from a customer indicating that a system was locking up. A reboot of the system corrected the lock but the system continued to lock up throughout the day. The customer requested the system be returned and repaired and requested a loaner for use in the interim. Information received on 12/21/2016, from the customer, indicates the issue impacted patient care. Additional information received on "01/06/2016" indicates the issue is ongoing, despite assistance from merge healthcare support. The customer stated the issue is becoming worse, leading to a delay in patient studies and pictures. This issue is being reported due to the potential for harm related to the delay in patient studies and pictures. Additional information regarding direct patient impact has been requested but not received. (B)(4).